Event description:
It was reported to philips that monitor was unable to boot up which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a procedure was performed when the issue happened. The procedure completed another lcd monitor in the room without delay. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse identified a power display failure in the monochrome lcd monitor. To resolve the problem, fse replaced the monochrome monitor. After replacing the lcd monochrome monitor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the information gathered, the procedure was carried out another lcd monitor in the room. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.